Event description:
A pharmacist helped the customer perform a control test and the result was 256 mg/dl. A normal control range was not provided, but should be around 100-139 mg/dl. No adverse events were alleged. The customer service representative offered to troubleshoot the contour system, but the customer ended the call. Attempts made to contact the customer have not been successful. No product will be returned.